Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery faults was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
Zoll lifecor customer support was reviewing a (B)(6) male pt's download and discovered numerous "battery pack faults" occurring on the same battery. Support contacted the pt to retrieve the suspect battery pack. The pt was provided with a replacement battery pack.